Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported extended charge time and noise was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly. The reported telemetry anomaly could not be confirmed in the laboratory. The cause of the telemetry anomaly was not determined.

Event description:
It was reported that the device timed out during capacitor maintenance. During a manual capacitor maintenance performed in clinic, loss of telemetry and a crackling noise were observed. The device was explanted and replaced. Patient's condition before and after the procedure was good.